Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure with a force bipolar instrument, where the instrument was observed stiff, did not move properly. The procedure was completed with no reported injury.